Event description:
Sensing anomalies were observed on follow up. An x-ray examination showed evidence of lead dislodgment. Dislodgement was due to twiddlers syndrome. The lead was explanted and replaced. The patient is in good condition with no adverse consequences.

Manufacturer narrative:
A complete lead was returned for evaluation in one piece. Following cleaning of the lead and by applying torque to the connector pin the helix could be extended and retracted. The full helix extension length measured within product specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not reveal any anomalies.